Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience prox everolimus eluting coronary stent system instructions for use (IFU) states that prior to using the device, carefully remove the system from the package and inspect for damage. Do not use if any defects are noted. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the reported stent dislodgement and there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the device was prepared without issue. During the coronary stenting procedure, the 3.5 x 23 mm xience prox stent delivery system was advanced into the patient anatomy and the balloon was inflated in an attempt to deploy the stent; however, it was noted that the stent was not on the delivery catheter balloon. The dislodged stent was found in the protective sheath. A second xience pro x stent delivery system was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.